Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number-2017865-2020-09895, related manufacturer reference number-2017865-2020-09896. It was reported that the patient presented to the emergency room (ER) with infection. The pacemaker, right ventricle and right atrial leads were explanted on (B)(6) 2020. The patient was fine before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.